Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product was not working properly. Two weeks later upon inspection, it was confirmed that the cylinder had a hole, so both cylinders and the pump were explanted and replaced. No patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, functionally and leak tested. Under microscope observation, contamination (bodily fluid) was found within the ms pump. As a result, the functional test was not performed. No leaks were identified. The cylinders were visually inspected and leak tested. The first cylinder showed inner tube and fabric thread detachment in the proximal end consistent with sharp instrument damage, while the second cylinder had a hole and tool mark in the proximal end, also consistent with sharp instrument damage. The first cylinder did not pass the leak test, however the second cylinder did. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The sharp instrument damage found on the device is considered a secondary failure, so the allegation of hole/perforate and mechanical issue were unable to be confirmed. D4. Concomitant product UDI for pump is (B)(4).

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. D4. Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product was not working properly. Two weeks later upon inspection, it was confirmed that the cylinder had a hole, so both cylinders and the pump were explanted and replaced. No patient complications reported.